Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect syphilis tp results for multiple patient samples that repeated nonreactive. The following data was provided for one patient (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): on (B)(6) 2022 (B)(6) initial result = 1.87 s/co. On (B)(6) 2022 (B)(6) repeat result = 0.12 s/co. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and proactively replaced both the heater, wz buffer assembly and the pump, vacuum due to leaking. However, due to poor waveform for wash zone 2, all four valve, manifold kits were replaced. The fsr determined the valve, manifold kits were the likely cause for the issue. The instrument function was verified with a control and precision run. An instrument service history review revealed no additional false positive results reported for (B)(6) . A review of tracking and trending of the immunoassay systems did not identify any trends for architect i2000sr, or the valve, manifold kit with regards to the current issue. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) or the valve, manifold kit was identified. Correction to section b: b3 - date of event: corrected from 7/20/2022 to 7/18/2022.

Event description:
The customer observed false reactive architect syphilis tp results for multiple patient samples that repeated nonreactive. The following data was provided for one patient (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): 18jul2022 sid (B)(6) initial result = 1.87 s/co. 19jul2022 sid (B)(6) repeat result = 0.12 s/co. No impact to patient management was reported.